Event description:
During attempted percutaneous tracheostomy, posterior tracheal wall was lacerated. A vascular surgeon was called to the operating room for repair of the injury. The laceration was repaired and chest tubes were inserted to manage bilateral pneumothorax. The pt expired the following morning.